Manufacturer narrative:
(B)(4).

Event description:
In 2013 a 21mm trifecta valve was implanted. On (B)(6) 2016, the valve was explanted.

Manufacturer narrative:
(B)(4). The results of this investigation concluded leaflet 1 contained one tear. There was circumferential fibrous pannus ingrowth on the inflow surface of the valve which resulted in the narrowing of the inflow diameter. All three leaflets were fibrotically thickened and contained a thin layer of fibrin. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tear, fibrin, and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted in a patient with multiple co-morbidities secondary to aortic stenosis and increasing symptoms. On (B)(6) 2016, the valve was explanted secondary to recurring and severe stenosis which was suspected to be the result of a patient-prosthesis mismatch. A 23mm medtronic freestyle valve was implanted. Concomitantly, the patient's mitral and tricuspid valves were also repaired using two, non-sjm valves. Per a surgical pathology report, three cusps appeared thickened with no evidence of fusion, calcification, perforation or vegetation.